Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer updated the pump software and changed pump supplies. Within 2 hours, the customer's blood glucose (bg) level elevated to 600 mg/dl. A bolus was delivered and insulin injections were administered to address the bg level. The cause of the high bg was not known; however, the customer may have disconnected from the pump during the software update which may have been the cause. A pump system check was performed with tandem technical support and no device issue was identified. The reporter declined to remove the infusion site during troubleshooting but stated that the infusion site would be changed.